Event description:
It was reported that during a gastrectomy procedure the staples would not release. They used another similar device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.